Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had air bubbles in the tubing and the battery life was shortened. The customer also reported that she had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was 423 mg/dl. The insulin pump was not replaced or returned for analysis.